Manufacturer narrative:
The product was identified. The complainant is unable to provide precise details on the pack used (no lot number) and has disposed of the consumables used in the case. The device history record could not be reviewed since the lot number remains unknown. The hospital laboratory investigation of the particle was inconclusive. They have disposed of the particle. It was reported that the balanced salt solution (bvi-bss) plastic bags could not be ruled out and the hospital cleaning processes needed to be considered. The complainant concluded it was not possible to determine a source for the origin of the particle and they are not implicating bausch + lomb items as the cause. The complainant's analysis was inconclusive and the particle was destroyed after investigation, therefore we are unable to further investigate for root cause. The most probable root cause is unknown/inconclusive. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. It was reported at this stage, that there is no awareness of any clinical complication arising. The investigation is complete.

Manufacturer narrative:
At this time we are unable to confirm which product was used in the procedure. It was reported that the hospital's lab has the particle for analysis. Additional information has been requested but not yet received. The investigation is ongoing.

Event description:
A distributor reported that their customer in (B)(6) removed an unidentified foreign body from a patient¿s eye following cataract surgery. The foreign body was identified in the eye on a follow-up consultation with the surgeon. The patient was readmitted for removal of the particle. It was also reported that another particle had been noticed during the initial procedure.